Event description:
Caller reported intermittent occlusion alarms. It was noted that customer's blood glucose level exceeded normal range, described as "high," though specific value was not provided. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge before resuming insulin. Although experiencing frequent occlusion issues, the caller declined additional assistance.